Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat an unspecified lesion after stenting, post-dilatation was performed with an unspecified balloon using a 20/30 indeflator. However, the handle of the indeflator came off when negative pressure was applied. Although the detachment occurred, the unspecified balloon was deflated. A new indeflator was used for additional post-dilatation and the procedure was completed without issue. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided.